Manufacturer narrative:
The 510(k)# is k082590. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed. Disregard supplemental 3500a report # 2939301-2011-00998 (follow-up #1) submitted on 02/09/2011. The supplemental report was submitted in error.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because black marks was not resolved with troubleshooting.